Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir lip ring was damaged. The customer's blood glucose level was unknown. The customer stated that battery compartment opening was damaged. The device will be returned for the analysis.

Manufacturer narrative:
Insulin pump passed displacement test. Insulin pump received with cracked battery tube threads and cracked case behind the insulin pump near the battery compartment. (B)(4).